Event description:
It was reported that during an unknown procedure, an error code 5 occurred. The titanium tip of the scalpel was broken after using. The broken part did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Caller reported an incident of hyperglycemia requiring hospitalization at a time when he attempted, was unable to use the aviva system due to error within specifications. A request was made for the return of the system and a replacement was sent.